Manufacturer narrative:
The images from the customer's instrument were reviewed. The sample displayed a negative result. D antigen reactivity was confirmed on retention capture-r ready screen (pooled cells), lot n100. The customer did not return product for investigation; sample was submitted for investigation testing. Testing was performed on in-house galileo with retention capture-r ready-screen (pooled cells), lot n100 using customer's sample. The sample was nonreactive. The sample was further tested on an in-house galileo using capture-r ready-screen (I and ii), lot x170. The sample exhibited 2+ and 3+ reactivity with both d+ cells. Manual tube testing was performed on the sample with cells I (r1r1) and iii (rr) from panoscreen I, ii and iii, lot 43556 and hemantigen (pooled cells), lot 43525 using immuadd as potentiator. At the antiglobulin phase of testing, very weak reactivity was observed with cell I. Cell iii and hemantigen were nonreactive. The event appears to be related to the nature of the sample. The package insert for capture-r ready-screen (pooled cells) states "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors."

Event description:
Customer reported an unexpected negative reaction for a donor sample tested with capture-r ready-screen (pooled cells). Testing was performed using the galileo. An anti-d was identified using manual tube testing.